Event description:
It was reported that some pressure was applied to the device pocket and the right ventricular lead triggered a lead integrity alert, was oversensing, and had a temporary rise in impedance before returning to the prior value. The lead is still in use and will continue to be observed. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Additional information received indicated that episodes now show noise and impedance variability. The lead remains in use. No patient complications have been reported as a result of this event. (B)(4).